Event description:
During preparation of the device prior to carotid stenting, the physician found that the precise sds was partially deployed. The device was never used clinically. Another cordis sds of a different size was used successfully. Additional info has been requested, but has not yet been forthcoming. The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.